Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) during patient use, displayed an air trap alarm approximately 22 to 24 hours into ivtm therapy. Upon examination, the user observed fluid in the air trap holder. The issue was cleared after cleaning and drying the air trap. Ivtm treatment was resumed; however, after an unspecified time, saline was observed exiting off the top of the start-up kit (suk) air trap. Damage was also observed on the suk. The use of the thermogard console was discontinued. No impact or patient consequence was reported. No further information was provided.